Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have signs of thermal damage to the cut electrode.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, there was an error message indicating the jaws of the syncroseal instrument were damaged. The instrument would not calibrate and a back-up instrument was used to complete the case with no report of patient injury.